Manufacturer narrative:
Block d2b: additional pro code: qon block g4: PMA number: p190006.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) underwent revision surgery, during which the device was explanted and replaced after experiencing stimulation sensation radiating down the leg. No further patient complications were reported.